Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels (approx 500 mg/dl) and diabetic ketoacidosis. Customer had attempted unsuccessfully to manage elevated levels with manual injections prior to being hospitalized. Customer was treated with fluids and medication while hospitalized. Customer was discharged four days after hospital admission but continued to experience elevated bg levels (400 mg/dl) and weight loss. Customer treated elevated levels with manual injections. System check performed with tandem technical support indicated that the pump was performing as intended. Recommendation was made for customer to consult with health care provider regarding diabetes management.